Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Home care services (hcsr) contacted (B)(4) to report a home patient (hp) stated the amount of povidone iodine in the sponges seem to appear less than usual in each mini cap. He stated the mini caps used to have more betadine solution in them. He reported about (B)(6) so far that he has come across. Hcsr does not have lot number or sample information. There was patient involvement, but no injury or medical intervention was reported. No additional information was obtained. Baxter contacted the hp on (B)(6) 2010 regarding the reported problem and he stated that he was concerned if it was ok to use the minicaps if there wasn't much betadine present in the sponges. He stated that he sees color in them but wasn't sure if it was enough for use. He stated that he is used to seeing it on the individual packages when he opened them for use. He stated that the minicap appears different in color sometimes as he goes to use them. He stated that he does not have the lot number available and may have some companion samples to send in. He stated that otherwise everything else is going fine. No injury or medical intervention was reported. Baxter contacted the hp regarding the sample status on (B)(6) 2011 and the hp stated that he's been busy and hasn't had a chance to send them in. He then stated that since he really has no further issues, and has no idea where he kept the samples, he has decided not to send them in. He stated everything is going well and reported no injury or medical intervention. On (B)(6) 2011 product surveillance contacted the home patient (hp) regarding the report of less iodine than usual on the sponges. The hp stated he had the issues with about/at least 30 minicaps. He has been using them and has not had any problems and will call again if any other problems. This is report 8 of 30.

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an inadequate iodine was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.